Manufacturer narrative:
Section d4 serial number of the initial medwatch report indicates: (B)(6). Section d4 serial number has been updated to: (B)(6). Section h7 manufacturing date of the initial medwatch report indicates: 08/24/2011 section h7 manufacturing date has been updated to: (B)(6) 2015 section h6 conclusion code of the initial medwatch report indicates: no problem detected section h6 conclusion code has been updated to: unintended use error caused or contributed to event the customer originally and incorrectly reported that the serial number of the affected device was (B)(6) but returned a device with serial number (B)(6) for repair. (B)(6) was confirmed to be the correct device to evaluate. The customer had determined the cause of the reported issue was use error and that there was no device malfunction. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver shock when prompted. The patient involved in the reported event is deceased. However, the customer, a healthcare provider, advised physio- control that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and downloaded the device's electronic records, and was unable to verify the reported issue. Testing showed the device delivered specified energy at all energy ranges. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver shock when prompted. The patient involved in the reported event is deceased. However, the customer, a healthcare provider, advised physio- control that the device use did not contribute to the outcome of the patient.